Event description:
Customer reported the system alarms and is having power issues. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and, restrapped the main power transformer. System operates as intended.